Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-05 reporting that the issue of shocking and inadequate coverage was not resolved. The patient just stopped using it as they could not find a setting that worked. Patient weight was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
Information regarding the reported lead revision was addressed in MDR # 3004209178-2017-10002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative and a family member/friend regarding a patient implanted for spinal pain. A power on reset (por) was reported. It was noted that the patient wanted to have an MRI, but their implantable neurostimulator (ins) was in overdischarge. The patient had not charged the battery for over a year. An appointment is scheduled on (B)(6) 2017 to complete a physician mode reset (pmr) and por. No further complications or patient symptoms were reported. Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that they attempted to complete a physician mode recharge (pmr) and failed the first time, but succeeded the second time. The patient needed to get going so the manufacturer representative instructed the patient to keep charging that day until the battery was full and keep the battery charged up in order to be able to put it in MRI mode. The plan was made to clear the power on reset (por) after the patient was fully charged. No further complications were reported. Additional information was received from the consumer on (B)(6) 2017 reporting that after a lead revision in (B)(6), the patient had shocking in their legs in (B)(6) 2016 and was unable to get adequate stimulation coverage in their back without shocking in their legs so they stopped using therapy and stopped recharging. It was reported that the patient had been scheduled for an MRI last week and had not brought their patient programmer with them so they could not access MRI mode. Therapy had not been used for almost a year. The patient saw a manufacturer representative last thursday ((B)(6) 2017) where a physician mode recharge (pmr) was started. A warning power on reset (por) was reported. No electromagnetic interference (emi). It was noted that the MRI was of the head for a growth on the left eardrum. This was reported to be unrelated to the device or therapy. No further complications were reported.